Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and embedded device ('spiral coils embedded within each cornua that extend into the bilateral fallopian tubes.') In a 41-year-old female patient who had essure (batch no. 654848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included precancerous cells present and irregular periods. Concurrent conditions included overweight, hyperthyroidism, abdominal cramps, haemorrhage nos, skin lesion, sebaceous cyst, mammogram, tenderness, carbuncle, furuncle, cervical conization, urinary incontinence, penicillin allergy, allergic reaction to analgesics, pain foot, arthralgia, nasal congestion, itching (ear and eyes), seasonal allergy, chlamydial infection, paronychia, skin tags, matricectomy, paronychia, sinus congestion, general body pain, decreased appetite, congestion nasal, cough, pneumonia, rhinitis allergic, thyroid disorder, breast cancer, anxiety, smear cervix abnormal, mental disorder, benign ovarian tumour, cervix inflammation, nicotine dependence, allergic reaction to antibiotics and seizures. Concomitant products included calcitriol for hypoparathyroidism and calcium for precancerous cells present. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue constantly more tired than usual") and alopecia ("hair loss") and was found to have weight increased ("weight gain / I gained a significant amount of weight"). On (B)(6) 2009, the patient had essure inserted. On 4-sep-2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2009, the patient experienced headache ("headaches were constant and debilitating") and migraine ("migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and uterine adhesions ("she said it was attached to the uterus"). The patient was treated with surgery (da vinci assisted laparoscopic hysterectomy (full) with bilateral salpingo-oopherectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the embedded device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased, alopecia, uterine adhesions and migraine outcome was unknown and the headache, dyspareunia and fatigue was resolving. The reporter considered alopecia, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine adhesions, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery insertion details - there were two coils noted protruding out of the right, and left side. Current weight 193 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in 2009: results: total bilateral occlusion.; on (B)(6) 2010: adequate placement of essure coils and successful occlusion of the fallopian tubes bilaterally.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record : headache, dysmenorrhea, irregular periods, dyspareunia concerning the injuries reported in this case, the following one was in patient's medical record : embedded device most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: new events - "headache, fatigue, abnormal bleeding (vaginal, menorrhagia), headaches,dysmenorrhea (cramping) dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss,she said it was attached to the uterus", lot number, medical history, lab data, concomitant drug added. Outcome of the events "headaches were constant and debilitating, fatigue constantly more tired than usual, dyspareunia (painful sexual intercourse) were updated to "recovering /resolving",outcome of pelvic pain was updated from to "recovered/resolved", on (B)(6) 2019: fu 1 and 2 process together, mr received:event "spiral coils embedded within each cornua that extend into the bilateral fallopian tubes", new concomitant conditions, lab test , reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') and embedded device ('spiral coils embedded within each cornua that extend into the bilateral fallopian tubes.') In a 41-year-old female patient who had essure (batch no. 654848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included precancerous cells present and irregular periods. Concurrent conditions included overweight, hyperthyroidism, abdominal cramps, haemorrhage nos, skin lesion, sebaceous cyst, mammogram, tenderness, carbuncle, furuncle, cervical conization, urinary incontinence, penicillin allergy, allergic reaction to analgesics, pain foot, arthralgia, nasal congestion, itching (ear and eyes), seasonal allergy, chlamydial infection, paronychia, skin tags, matricectomy, paronychia, sinus congestion, general body pain, decreased appetite, congestion nasal, cough, pneumonia, rhinitis allergic, thyroid disorder, breast cancer, anxiety, smear cervix abnormal, mental disorder, benign ovarian tumour, cervix inflammation, nicotine dependence, allergic reaction to antibiotics and seizures. Concomitant products included calcitriol for hypoparathyroidism and calcium for precancerous cells present. In 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue constantly more tired than usual") and alopecia ("hair loss") and was found to have weight increased ("weight gain / I gained a significant amount of weight"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2009, the patient experienced headache ("headaches were constant and debilitating") and migraine ("migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and uterine adhesions ("she said it was attached to the uterus"). The patient was treated with surgery (da vinci assisted laparoscopic hysterectomy (full) with bilateral salpingo-oophorectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved, the embedded device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased, alopecia, uterine adhesions and migraine outcome was unknown and the headache, dyspareunia and fatigue was resolving. The reporter considered alopecia, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine adhesions, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery insertion details - there were two coils noted protruding out of the right, and left side. Current weight 193 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in 2009: results: total bilateral occlusion.; on (B)(6) 2010: adequate placement of essure coils and successful occlusion of the fallopian tubes bilaterally.. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical record : headache, dysmenorrhea, irregular periods, dyspareunia concerning the injuries reported in this case, the following one was in patient's medical record : embedded device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.